Manufacturer narrative:
It was confirmed that the tarpon amp boards required replacement. Two tarpon amp boards were ordered to replace the boards in the fl5 and fl3 locations. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - case-(B)(4).

Event description:
The customer reported there was a double peak in the histograms fl3 and fl5 when running flow check on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.